Event description:
Complainant report that missing pins were found during biomed testing.

Manufacturer narrative:
The testing and investigation results indicate the complaint for missing pins (missing feed and flush pins) was confirmed.